Event description:
A healthcare professional called and alleged that she received 3 control test results of "lo" using the facility's elite 4 date meter. The normal control range was not provided, but should be around 70-100 mg/dl. No adverse events were alleged. The caller declined to troubleshoot or provide any product information during the call. No product will be returned.

Manufacturer narrative:
The customer did not provide a meter serial number, so it was not possible to determine a manufacture date.